Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that when going to bed the night before, the insulin pump said to replace the battery, he changed the battery but the morning of the call, when he changed the reservoir, the display went blank. During the call, the customer stated that the display returned and the insulin pump alarmed failed battery test. Blood glucose value was 14.6 mmol/l; treated with the insulin pump. Customer stated the battery cap was not damaged or corroded and the display was blank less than 30 seconds. No troubleshooting was done. He was advised to monitor the device and call if issues recur.